Manufacturer narrative:
One device was returned for repair with complaint that alarm occurred (no liquid) even though it has a 6ml of liquid left. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log found no relevant errors or delivery failures. Visual/functional testing was performed, and the reported problem was not duplicated. Probable cause of problem was unknown. Device was returned unrepaired to the customer at customer's request.

Event description:
It was reported that while using the product an alarm occurred (no liquid) even it has a 6ml of liquid left. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.